Manufacturer narrative:
(B)(4). Date sent: 06/20/2016. The analysis found that the mcm20 device was received with the cartridge cover damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it dropped 2 clips from the jaws due to the damaged in the cartridge cover, then fed and formed the remaining 13 clips as intended. Possible causes for the damage found may be inadvertent pressure placed on the device shaft upward or using the device as a retractor or moving heavy tissue with the device shaft. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n9004j. The analysis results found that the mcm20 device was returned in good visual condition with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 16 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/08/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4). Additional information was requested and the following was obtained: was there any bleeding from the cut vessel? Yes there was bleeding but no consequences. Was able to stop bleeding. Was there any change in post op patient care as a result of the bleeding? No change in post op. No hemostatic agent used.

Event description:
It was reported that during a thyroid procedure the device was fired, the clip scissored and cut a vessel. The procedure was completed with another device. The cut vessel was tied off and there was no further issue with it.